Manufacturer narrative:
Clarification to b3: partial date of (B)(6) 2025 provided clarification to d6a: partial date of 2001 provided. However, the partial date of 01/jul/2002 has been populated to better align with the manufacture date of the device. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported ¿deflation¿ diagnosed via mammogram. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; b6; d6b; h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device analysis results: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, delamination of diaphragm valve assessed as adhesive failure. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported ¿deflation¿ diagnosed via mammogram. This record is for the left side. Device has been explanted and replaced. Device was returned.